Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous high results for 2 patient samples tested for elecsys ft4 iii (ft4 iii) on a cobas e801 module. Patient 1 initial result was 53 (unit of measure not provided). The sample was repeated twice with results of 22.6 and 20.4. Patient 2 initial result was 64. The sample was repeated twice with results of 19.4 and 17.9. The erroneous results were not reported outside of the laboratory. There was no allegation that an adverse event occurred. The ft4 iii reagent lot number and expiration date were not provided.

Manufacturer narrative:
The field service engineer observed contamination on the procell flowpath of the customer's e801 and performed a decontamination. The analyzer is working according to specifications. All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.